Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication, livanova learned that the customer is not able to confirm what the malfunction was. The affected sensor was a back-up one that, due to customer's needs (new hlm machines), will not be replaced. Complaints database analysis revealed no similar event since unit installation in 2011. Based on the collected information and considering the aging of the sensor, the most likely root cause of the failure is a faulty probe. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event.

Event description:
Livanova deutschland received a report that a bubble sensor detector was found not working during maintenance activity. It cannot be excluded that bubble sensor did not detect air bubble. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the bubble sensor detector. The incident occurred in la plata, maryland. During troubleshooting livanova field service representative used a bubble sensor from another unit to verify and confirm that the module was working properly, as it actually was and the malfunction was related to bubble sensor itself. The affected bubble sensor cannot be repaired since it is over 10 years old. The rest of the s5 console unit was functionally tested with no other issues and therefore it returned to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.